Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: it was occurred with 3 sutures in a row. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the lot number of the product involved? 10a4zm. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). Please perform and document the follow up attempt for product return. The device will be shipped. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown ob-gyn surgery on (B)(6) 2026 and suture was used. The suture was detached from the needle easily when tried to use the product for perineal suturing during childbirth. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.